Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, using this delivery catheter system (dcs), the valve was prepared and loaded. A pre-dilation was performed using a 20x40 non-medtronic, crystal balloon. The femoral artery was used for dcs access. The valve was deployed following two recaptures. The reason for the recaptures was not reported. The valve was reported to be slightly constrained due to calcification present within the non-coronary cusp (ncc). During removal of the dcs, the nosecone of the dcs touched the ncc, and embolized the valve. The implanting doctors chose not to relocate the valve using a snare. A second system was used. The replacement valve was prepared and located onto the replacement dcs. The replacement dcs was inserted into the right femoral artery again, and the valve was released following two recaptures. Again, the reason for recaptures was not reported. After reviewing the echocardiogram post deployment, moderate paravalvular leak (pvl) was reported. A post dilation was performed using an 25x50 non-medtronic, crystal balloon. However, the balloon punctured during the post dilation. A second post dilation was performed using a smaller, 25x45 non-medtronic crystal balloon. The patient presented with transient change in "electrocardiogram" (ECG) reported as "bavt" after the first valve embolization. No treatment for the transient change was reported. The procedure completed with the patient returning to "self-rhythm" ECG, reduction of pvl to mild, and a mean final gradient of 10 mmhg. The "patient" was reported to be stable. No additional adverse patient effects were reported. Additional information was received that the sheath was only used to perform pre-implant and post-implant balloon dilation and did not contribute to the event. The first valve was recaptured twice due to the valve being positioned deep in the left cusp. The second valve was recaptured twice for better positioning because of difficulty positioning the pigtail catheter in the non-coronary cusp and losing anatomical reference for releasing the valve. Complete heart block (chb) was noted on the ECG.

Event description:
Additional information was received indicating that before slowly withdrawing the delivery catheter system (dcs), the nose cone was proximal to the non-coronary cusp (ncc) and the guidewire was not retracted. Per the physician, calcification of the ncc and left coronary cusp (lcc) that extended into the left ventricular outflow tract (lvot) contributed to the dislodgement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6 - method, result and conclusion codes conclusion: the device history record (DHR) was reviewed for the valve (B)(6) and frame record (B)(6) and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device was not returned to medtronic so no product analysis could be performed. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: intra procedural fluoroscopic images were provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was provided for review and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implant. Depth just prior to the point of no recapture was approximately 2 millimeter (mm) below the non-coronary cusp (ncc) which would be deemed an acceptable depth. However, in the left anterior oblique (lao) view the valve appeared to be under expanded. Despite under expansion, the valve was released and appeared to be stable at the annulus. It was reported that during removal of the delivery catheter system, the nose cone of the delivery catheter system interacted with the inflow of the valve which resulted in aortic dislodgement. Fluoroscopic image of the nose cone interaction was not saved for review. Medtronic recommends caution while withdrawing the delivery catheter system to minimize interaction with the evolut frame. The dislodged valve was not snared and while attempting to deploy the new valve a dissection was suspected at the level of the ncc. The new valve successfully implanted and a post balloon aortic valvuloplasty was performed. The dissection appeared to be non-flow limiting and there is no evidence of additional intervention. Of note, potential risks associated with the implantation of the evolut bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. Cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention) the valve was reported to be constrained upon deployment, which was confirmed by imaging. A root cause for the constrained valve cannot be confirmed but the patient¿s calcified anatomy likely contributed. The valve dislodged upon removal of the delivery catheter system (dcs). Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case it was reported the nosecone of the dcs¿ interaction with and calcification of the ncc contributed to the dislodge. Dislodgement of the valve by the distal tip is related to operator technique or experience; the evolut pro+ instructions for use (IFU), instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. Fluoroscopic image of the nose cone interaction was not saved for review, therefore a root cause of the dislodgement could not be determined. Per the physician, calcification of the ncc and left coronary cusp (lcc) that extended into the left ventricular outflow tract (lvot) contributed to the dislodgement. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Conduction disturbances are known potential adverse effects per the device IFU and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the tav. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. However, with the limited information available, a conclusive cause of this conduction disturbance could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: section d information references the main component of the system. Other relevant device(s) are: product ID: evproplus-29, serial/lot #: (B)(6), ubd: 01-aug-2024, UDI#: (B)(4). Concomitant medical product: product ID evproplus-29; product lot/serial number (B)(6); product type: heart valve; implant date (B)(6), 2023 product ID guidewire gwbc30 confida 26l; product lot/serial number (B)(6); product type: guidewire product ID loading sys l-evprop23-29; product lot/serial number (B)(6); product type: compression loading system (cls) product ID deliv sys d-evprop23-29; product lot/serial number (B)(6); product type: delivery catheter system (dcs) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve (j036964) using this delivery catheter system dcs (11837007), the valve was prepared and loaded. A pre-dilation was performed using a 20x40 non-medtronic, crystal balloon. The femoral artery was used for dcs access. The valve was deployed following two recaptures. The reason for the recaptures was not reported. The valve was reported to be slightly constrained due to calcification present within the non-coronary cusp (ncc). During removal of the dcs, the nosecone of the dcs touched the ncc, and embolized the valve. The implanting doctors chose not to relocate the valve using a snare. A second system was used. The replacement valve (j036952) was prepared and located onto the replacement dcs (0011837007). The replacement dcs was inserted into the right femoral artery again, and the valve was released following two recaptures. Again, the reason for recaptures was not reported. After reviewing the echocardiogram post deployment, moderate paravalvular leak (pvl) was reported. A post dilation was performed using an 25x50 non-medtronic, crystal balloon. However, the balloon punctured during the post dilation. A second post dilation was performed using a smaller, 25x45 non-medtronic crystal balloon. The patient p resented with transient change in electrocardiogram (ECG) reported as "bavt" after the first valve embolization. No treatment for the transient change was reported. The procedure completed with the patient returning to "self-rhythm" ECG, reduction of pvl to mild, and a mean final gradient of 10 mmhg. The patient was reported to be stable. No additional adverse patient effects were reported.